Manufacturer narrative:
The lead was received at boston scientific's post market quality assurance laboratory and is currently undergoing laboratory testing.

Event description:
Boston scientific received information that this patient developed a spontaneous ventricular arrhythmia during dialysis. Despite delivery of eight (8) shock therapies, the arrhythmia was not terminated. The arrhythmia was terminated following delivery of external defibrillation. The device was interrogated and an "open circuit detected while delivering shock" message (open screen fault#1005) was displayed. The episode was reviewed and all delivered shock impedance measurements were greater than 125 ohms. However, the recorded shock impedance measurements during manual shock lead integrity testing (slit) were normal. Technical services discussed troubleshooting techniques and the possibility of a lead issue. The patient was presented to the electrophysiology (ep) laboratory for noninvasive testing of the device/lead system. A ventricular arrhythmia was induced and the device failed to terminate the arrhythmia. The patient was rescued following delivery of external defibrillation. The patient was rescheduled for an invasive assessment of the device/lead system. The patient was presented back to the ep laboratory, the pocket was opened and the device exposed for examination. A tug test was performed which verified that the terminal pins of the rv defibrillation lead were secure in the header. An r-wave synchronous shock was performed and a similar "open circuit detected while delivery shock" message (open screen fault#1005) was displayed. The chronic rv defibrillation lead was extracted and replaced with a competitor's rv defibrillation lead. Following delivery of an 11 joule synchronous shock, the device displayed another open screen fault #1005 message. A replacement device was connected to the replacement rv defibrillation lead and induction testing at 26 joules resulted in a normal shock impedance measurement (31 ohms). The chronic device and rv defibrillation lead were enroute to boston scientific's return products department.

Event description:
--

Manufacturer narrative:
Upon receipt, visual inspection found that the gore covering was abraded through on the distal shocking coil. The lead was put through and passed electrical continuity and insulation integrity testing. Based on laboratory testing, no conductor disruption was identified. The lead was found non-clinically out-of-specification due to the identified gore covering abrasion.